Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, opening assessed as unidentified (tear) . (Shell thickness was within specification). ¿ lymphadenopathy : unable to observe since it is a medical event and is not related to the device. ¿ complication related to procedure / surgery : unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Health care professional reported staining of the capsule. Discrete pleural effusion. Some slightly enlarged lymph nodes in axillary region, presumably from the rupture. This relates to the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Note: the physical device has been received and is awaiting analysis. A supplemental emdr will be submitted with those results once completed. Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
The device has been explanted.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Health care professional reported rupture, ¿staining of the capsule¿, ¿discrete pleural effusion¿, and ¿slightly enlarged lymph nodes in axillary region, presumably from the rupture¿. This relates to the left side. Device remains implanted.